Event description:
It was reported that the during the implant procedure on (B)(6) 2023, when the pump was started, a lot of air was seen in the left ventricle. The air was still present even after the proper de-airing period. The surgeon added extra pledgets around the apical cuff to try to resolve the issue. The pump was restarted, and a lot of air still remained in place and the patient became hemodynamically instable. Their right side became impaired due to the air so it was decided that the apical cuff would be exchanged, but the issue still did not resolve. Ultimately the decision was made to exchange the entire pump and the air leakage issue resolved. The patient become hemodynamically stable again. It was noted, however, that patient had decreased brain activity. A computed tomography (CT) scan was performed on (B)(6) 2023. Additional information reported that the surgeon had serious doubt of the functioning of the brain. On (B)(6) 2023, the pump was manually stopped, and the patient passed away from bad neurological prognosis. The outcome was considered device / therapy related. Related manufacturer report number: 2916596-2023-02385.

Manufacturer narrative:
This event was originally reported under manufacturer report number 2916596-2023-02385. Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a device related issue and the cause of the reported air leak could not be determined. The pump was returned assembled with the pump cable intact. The apical cuff that was exchanged during the implant was also returned. Visual inspection of the cuff lock assembly, sealing ring, and apical cuff found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, motor cap, and apical cuff hardware found the components to be within manufacturing specification. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Attempts were also made to reproduce the reported air leak while operating the pump on the mock loop, however, no air entrainment was observed during testing. Although the cause of the reported air leak could not be determined, a corrective action has been opened to further investigate leaks at the pump / cuff connection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU rev. A provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The de-airing the pump section provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the lvad or a leak in the cannulae. Step 14 of the de-airing section stated that if air persists in the sealed outflow graft for a prolonged period (more than 5-10 minutes), rule out leaks at the inflow cannula/pump connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The surgeon reported that the first pump felt easier than expected to rotate while engaged with the apical cuff. The "clicks" could be heard/felt while rotating but they were to a reduced degree than usual. When the second pump was implanted, the "clicks" felt normal. The surgeon also noted that the air bubbles were not initially present when the pump was started. It was not until after the pump speed was increased that they saw a burst of air enter the system, which subsequently continued to enter the system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a device related issue and the cause of the reported air leak could not be determined. The pump was returned assembled with the pump cable intact. The apical cuff that was exchanged during the implant was also returned. Visual inspection of the cuff lock assembly, sealing ring, and apical cuff found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, motor cap, and apical cuff hardware found the components to be within manufacturing specification. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Attempts were also made to reproduce the reported air leak while operating the pump on the mock loop, however, no air entrainment was observed during testing. Although the cause of the reported air leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. Computed topography scans were taken following the implant and showed that the patient had no brain activity. Due to poor neurological prognosis, support was withdrawn and the patient expired on (B)(6) 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) rev. A provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The de-airing the pump section provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the lvad or a leak in the cannulae. Step 14 of the de-airing section stated that if air persists in the sealed outflow graft for a prolonged period (more than 5-10 minutes), rule out leaks at the inflow cannula/pump connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.